Event description:
The customer reported the buckle on the side with the 3 prongs broken. The customer could not provide the date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue; the male side of the buckle has one of the prongs broken off and is missing. The buckle still closes but there is not a secure hold. (B)(4).